Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine probable cause of the complaint. A risk review was completed and confirmed that the event of "failure to operate" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited to carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device and return it to the manufacturer for a replacement. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that during procedure, three separate fibers were tried however no energy would pass down the fiber. A connection issue was also indicated. The patient, who was under general anesthesia, was woken up and will need further surgery. The procedure was not completed due to this event. It was noted that there was no issue with the laser. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. Device 1 of 3.